Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned for analysis. An analysis was concluded based on the two photos provided where the device was being held by an individual in what appeared to be a hospital setting. However, these images did not confirm the reported allegation.

Event description:
It was reported that the device break occurred. The target lesion was located in the left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the device broke before it reached the lesion site. The device was removed, and the procedure was completed with another of the same device. There were no complications reported, and the patient condition was stable post procedure

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the device break occurred. The target lesion was located in the left anterior descending artery. A 15 mm x 2.75 mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the device broke before it reached the lesion site. The device was removed, and the procedure was completed with another of the same device. There were no complications reported, and the patient condition was stable post procedure.

Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection of the hypotube shaft profile and shaft polymer extrusion profile identified no issues. A microscopic examination of the stent profile identified no signs of damage, stretching or lifting of the stent struts. A microscopic examination of the balloon profile identified no tears, pinholes or damages and the proximal and distal markerbands identified no damage. The distal tip profile showed no signs of damage and a microscopic examination identified no damage to the shaft polymer extrusion. The inner lumen was bunched 5.1cm from the distal tip and a perforation was observed in the outer lumen 5.7cm from the distal tip.

Event description:
It was reported that the device break occurred. The target lesion was located in the left anterior descending artery. A 15mmx2.75mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the device broke before it reached the lesion site. The device was removed, and the procedure was completed with another of the same device. There were no complications reported, and the patient condition was stable post procedure.